Event description:
On 6/19/24 an ilet user's case manager reported the user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on 6/19/24. The care manager reported that the user's ilet was not holding a charge. As a result, the user experienced elevated bg levels overnight when the ilet ran out of battery and stopped delivering insulin while they were asleep. Upon waking up with high bg levels, the user's mother took them to the hospital. The user mentioned that although their ilet would charge, it would only reach 30% and then fail to hold the charge. During the incident, the user's bg levels reached as high as 600 mg/dl. The user administered 30 units of lantus as backup therapy, and at the hospital, they received an IV drip with insulin. The hospital staff confirmed the user had developed dka. The ilet will be returned for evaluation and a replacement device was sent to the user.

Manufacturer narrative:
At the time of this report, no product was returned for evaluation. Data uploads from the ilet were not completed after 5/25/24, prior to the presumed event date; cgm glucose data were therefore not available to confirm the event, and ilet performance during the event could not be evaluated. Available device data shows inconsistent use of the device, but the ilet operated as intended when it was being used. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the available device data, the ilet operated as intended through 2024-05-25, when the device logs end. Based on the case notes, this hyperglycemic event was potentially caused by a failure to maintain the ilet battery, resulting in no insulin delivery overnight. However, without device data from the reported event date, claims about the battery's function cannot be verified and the cause of the event cannot be determined.